Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR. A promus element mr ous 2.75 x 16 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found proximal stent damage. The stent struts in rows one and two of the proximal stent were lifted and pulled in a distal direction. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the bumper tip (visual and via scope) found no issues. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid- shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17-may-2019. It was reported that crossing difficulties were encountered. A 2.75 x 16 mm promus element drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported. However, returned device analysis revealed stent damage.